Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, clips are loose and were falling out prior to squeezing the handle. The surgical tech assistant reported that the clips were falling out on the back table prior to giving the device to the doctor. Clips fell into patient cavity and was able to retrieved manually. New device was use to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, clips are loose and were falling out prior to squeezing the handle. The surgical tech assistant reported that the clips were falling out on the back table prior to giving the device to the doctor. The surgical tech and the doctor confirmed that they were not squeezed out at all. Clips fell into patient cavity and was able to retrieved manually. New device was use to complete the case. There was no patient injury.